Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 458 mg/dl at the time of hospitalization. Customer¿s current blood glucose value was 215 mg/dl. Customer treated with manual injection for high blood glucose. Customer was wearing an insulin pump at the time of hospitalization. The devices will not return for the analysis.